Event description:
While hospitalized in 2004, a known diabetic patient, receiving continuous subcutaneous insulin infusion, was reportedly started on extraneal therapy (1.5 l/day). A labeled interferent for the test strips to prevent hypoglycemia. The following month, patient was reported to be "exhibiting disturbed consciousness," unresponsive, and presenting with a barre's sign in lower limb. At this time, patient's blood glucose was reportedly tested, using gdh (glucose dehydrogenase) method, with a result of 98 mg/dl. Patient's blood glucose was then measured in the facility's lab, with a result of 28 mg/dl. Twenty minutes later, an additional blood sample was collected from patient and when measured using the god (glucose oxidase) method, the result was reportedly "low range," within 5 minutes, patient's continuous subcutaneous insulin dosage was decreased from 1.2u/hr to 0.7u/hr and patient was reportedly treated with 20 cc of 50% glucose solution. Forty minutes later, patient regained consciousness. A CT-scan performed on patient, shortly thereafter, revealed no abnormal findings. Extraneal therapy was reportedly discontinued on the same day, and patient was discharged from the faility the following month. No product was returned for evaluation.

Manufacturer narrative:
This event occurred in a healthcare facility in another country. The name of the facility and contact information were not provided. Additionally, the specific type of blood glucose monitorng system, in use at the time of the event, were not provided.